Event description:
It was reported that this left ventricular (lv) lead was explanted due to dislodgement resulting in undersensing and high thresholds. No new lv lead was placed. No additional adverse patient effects were reported.